Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3093-28, lot# v012523, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that in 2014, she was diagnosed with retaining urine. She used a 14 catheter and catheterized herself. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.